Event description:
Additional information: it was reported that the issue was suspected to be with the driveline of the pump internally. A pump exchange was performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed a driveline issue that could have contributed to the report of low speed advisories, which were observed in the submitted system controller log files. The submitted system controller log files captured several low speed advisory events while the system controller was connected to a power module. The pump speed decreased to values as low as 3690 rpm, and power elevations were captured during these events, reaching values up to 13.0 w. Based on previous complaint history, these events could be indicative of a potential driveline issue. The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing. Examination of the metal braided shield revealed breakdown approximately 2.5 inches and 21 inches from the metal connector. Further breakdown was observed adjacent to the nipple of the pump housing and approximately 3 inches and 5.5 inches from the pump housing. High-potential testing of the driveline identified a breach in the insulation of the brown wire approximately 2 inches from the pump housing, exposing the inner conductors. The area of insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the low speed events observed in the submitted log files. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple low speed events while tethered on the patient cable. The log file reviewed by the manufacturer's technical services captured pump speed drops below the low speed limit. A non-grounded patient cable for use with the power module was provided to the patient. X-ray images reviewed by the manufacturer¿s technical services noted a little shield pull back at the pump connection. The patient was reportedly doing well and has not verbalized any symptoms. No further alarms have occurred since using the non-grounded patient cable. No additional information was provided.